Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was over 700 mg/dl. Customer attempted to address blood glucose with a correction injection with manual injection. Customer went to the emergency room and was ultimately admitted to the intensive care unit and was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2021 with the issue resolved and no permanent damage.